Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that end of service (eos) had been reached. It was noted that there was no dissatisfaction with ins longevity. The patient reported that they felt a ¿boost of power.¿ the patient was to follow-up with their healthcare professional (hcp) at their appointment on (B)(6) 2017. No further complications were reported. Follow-up was conducted.